Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An incident occurred on an unspecified date involving a chemosafelock bag spike reported that it was leaking. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
Complaint of leaks on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown. Corrected information can be found in section h6 component code. The device involved does not include a bag.